Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A review of the device history record did not show any problems or condition that would have contributed to the reported issue. Therefore no additional action required at this time. The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: sterilization method: sterile, sterilized by g radiation. Do not use if package is opened or damaged. Disposable. Destroy after use. Do not use this product if you have a latex allergy. Structure & composition: the product include three series: bardex, bardic and bardia. The composition of each series is as follows: bardex, bardic and bardia bi-lumen series are composed of catheter body, inflation cone interface, deflation cone interface, balloon and valve. Bardia tri-lumen series is composed of tube body, inflation cone interface, deflation cone interface, flush cone interface, balloon and valve. Material of components: catheter body ¿ natural latex inflation conical interface ¿ natural latex deflation conical interface ¿ natural latex flushing conical interface ¿ natural latex balloon ¿ natural latex valve ¿ polypropylene scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precautions: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damaged. Warning: do not use petroleum substrate lubricants with the latex-based urethral catheters, such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Do not aspirate urine through the drainage funnel wall. Single use only. Do not re-sterilize. For urological use only. Please inspect visually for completeness or surface wear of the product before it is used. Valve type: use luer slip syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use excessive force to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital practical, the valve may be cut off. If this fails, please contact an adequately trained professional for assistance, as directed by hospital practical. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Storage: catheters need to be stored at room temperature and keep away from direct light, preferably stored in the original packing box. Precautions: federal (USA) law restricts this device to sale by or on the order of a physician. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that due to the need of the patient¿s disease and retained urine, the 16ch/fr foley catheter was lubricated with iodophor. The operation was sterile with smooth admission and the depth was normal. They used a 30ml injection syringe to inject 20 ml of sterile water and the urine drainage was observed to be smooth. On (B)(6) the patient passed away and the catheter was going to be removed. The sterilized water in the catheter airbag could not be withdrawn when they tried to pull out the catheter. This resulted in failed catheter removal. Also, it was stated it might be that the catheter had been in place for a long time and the physiological saline had been leaking. Per additional information received via email on (B)(6) 2021 from regional complaint coordinator, the doctor was able to pull the catheter out directly without any other operation or drug therapy. The catheter had been in place for about 30 days when the issue occurred and it was not available to return for evaluation. The patient expired on (B)(6) 2021 and the death was not related to the device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that due to the need of the patient¿s disease and retained urine, the 16ch/fr foley catheter was lubricated with iodophor. The operation was sterile with smooth admission and the depth was normal. They used a 30 ml injection syringe to inject 20 ml of sterile water and the urine drainage was observed to be smooth. On november 15th, the patient passed away and the catheter was going to be removed. The sterilized water in the catheter airbag could not be withdrawn when they tried to pull out the catheter. This resulted in failed catheter removal. Also, it was stated it might be that the catheter had been in place for a long time and the physiological saline had been leaking.